Manufacturer narrative:
Update to h6: investigation findings (c). Update to h6: investigation conclusions (d).

Manufacturer narrative:
According to the customer contact, "the included bulb syringe had an insect inside the sterile packaging" and "the nursing team discovered the insect floating in the liquid when they pulled saline into the bulb." Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the customer contact, "the included bulb syringe had an insect inside the sterile packaging" and "the nursing team discovered the insect floating in the liquid when they pulled saline into the bulb."